Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure.according to the complainant, output varied significantly in the monopolar "coag" mode, but power was stable in the "cut" and "blend" modes. The procedure was completed with another endostat ii electrosurgical unit. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure. According to the complainant, output varied significantly in the monopolar "coag" mode, but power was stable in the "cut" and "blend" modes. The procedure was completed with another endostat ii electrosurgical unit. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The reported event: output varied significantly in the monopolar "coag" mode. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found some non-msi decals and scratches on the chassis and cover; otherwise, the unit appeared to be in fair physical condition. All knobs and switches functioned properly during functional evaluation. During electrical evaluation, all connections inside the unit were checked and wires were manipulated during energy delivery but no issues were found. The unit passed the endostat ii return evaluation procedure and met all specifications. The condition of the returned device was not consistent with the complaint that the output fluctuated significantly; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.